Event description:
Initial reduction for a hip fracture performed in 2003; a hole, 145 degree plate was inserted. Eleven days later, it was explanted and a 5-hole 135 degree bone plate was implanted. This return to surgery was necessary as the 2-hole plate had pulled away from the fracture.